Event description:
The ortho summit processor (osp) instrument reportedly generated an increased number of low optical density (od) readings when it read elisa microwell plates. The assay software invalidated the wells as the readings were below the acceptance criteria for sample readings. No death or serious injury was associated with this accident.